Event description:
It was reported that during a follow-up, a decrease in r-wave amplitude and a decrease in impedance were observed. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.